Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
H2: additional information: h6: health effect - impact code.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during use in an arthroscopy, the ambient hipvac started to interfere with the monitor by turning it off. After the cables were disconnected and the socket was switched, it started to show an error e7. It was switched to the turbovac 90 and it worked and we followed the surgery. No significant delay was reported and no other complications were reported.